Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the hose of the motor device was damaged, had cracks and had a hole/cut. It was further determined that the bearings, cable/cord/wiring, motor and control were damaged. It was further determined that the device failed pretest for loctite and cable assessments, motor thermistor assessments, rotational speed assessments, noise assessment, air pump assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the motor was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.